Manufacturer narrative:
Other applicable components are: product ID: 8711, serial #: (B)(4), implanted: (B)(6) 2007, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), ubd: 11-jul-2008, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was receiving saline, morphine, and an unknown drug at unknown concentrations and doses via intrathecal drug delivery pump. The indication for use was noted as non-malignant pain. It was reported that the patient had her pump replaced on (B)(6) 2019 and she got an infection at the catheter and the pump. The area of infection was the pocket and catheter track. The infection was confirmed. The patient stated it started with an s, "maybe staph," she was not sure. The patient received both intravenous and oral antibiotics and total system explant on (B)(6) 2019. The infection was resolved. There were no further complications reported at this time.